Event description:
It was reported that the device's carbon dioxide reading are inaccurate. No patient injury was reported.

Manufacturer narrative:
Other, the customers stated problem of co2 readings inaccurate was verified. The flowrate was checked and it was low but is in spec. 10 percent gas was delivered and it read a solid line of 100 mmhg which indicates a non-conforming gas was used to calibrate the monitor. The failure resulted from use of incompatible gas with the monitor during co2 calibration. Monitor was last serviced over 2 years ago in sep 2018 and had passed all functional test. Further DHR review is not relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. Operator of device is unknown. Initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).